Manufacturer narrative:
The insulin pump had an intermittent up and down button response due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and cracked case on the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the up arrow on the pump is not working properly. The customer stated that the buttons get really sticky and have to be pushed more than once for it to work. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.